Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving a glucose suspend alert. Based on the escalation analysis, the device was requested for further evaluation, however, it was not returned to senseonics by the time of complain closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. The user elected not to proceed with a sensor replacement.